Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube o-ring. The insulin pump was received with cracked case on the back at the battery tube area and the keypad overlay at select button. The insulin pump was received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the retainer ring came off. The customer's blood glucose was 13.0 mmol/l at the time of incident. The customer stated that the insulin pump was bumped. The insulin pump will be returned for analysis.